Event description:
Customer states the scroll down button is missing. No patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.